Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter device was used during a ureteroscopy procedure performed on an unknown date. During the procedure, the physician noticed the dual lumen catheter tip is being sharper than usual. It was reported that a large distal ureteral stone was close to the ureteral orifice, and there might have been a bit of damage to the area using the dual lumen since some part of the tissue was sensitive. The procedure was completed with another dual lumen ureteral catheter device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 as the event date is unknown. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a22 captures the reportable event of dual lumen catheter tip too sharp.